Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during cataract intraocular lens (iol) implant procedure, following lens implantation lens did a wheelie and the lens inverts. The edge touched the corneal endothelium and cornea was scratched. The surgery was completed without product replacement. Corneal scratch was observed right after the surgery but subsequent examinations showed that the scar was fading and it was improving and recovered. Additional information was received stating that the corneal scratch resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that according to the healthcare professional, the scratched endothelium was due to the relatively slow insertion of the device. The lens should have been directed downward, but space was limited in the case of a shallow anterior capsule. The healthcare professional stated that the issue was related to the device, as the lens had gone wildly out of control during the operation. The lens was exchanged for a non-company intraocular lens after 9 days of initial implant procedure. The patient was prescribed with eye drops, steroids, antibiotics, and non-steroidal anti-inflammatory drugs (nsaids) as normal post-operative prescription. Regarding visual acuity (va), it had initially been considered equivalent to the va of the left eye (0.5), which had previously undergone iol implantation due to macular degeneration. However, va was improved to (1.2), suggested that the va might affected by the intraoperative event. The patient's postoperative symptoms were good.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only video was returned, and the reported complaint was observed. Video review: the returned video shows an intraocular lens implantation using the company device. However, only the nozzle is visible in the video, and the rest of the device is not shown. Additionally, the steps related to device preparation and activation are not demonstrated. The device comes into view when the intraocular lens (iol) is in the pause location. During iol implantation, the healthcare professional appears to have difficulty detaching the trailing haptic from the plunger, which is done with the help of an additional surgical instrument. The plunger does not appear to be fully advanced into the anterior chamber; the nozzle is removed from the incision when the plunger is still advancing. The groove of the plunger holding the haptic seems to still be in the area of the incision. This would prevent the trailing haptic from releasing from the plunger, as seen in the video. As the lens begins to unfold, fold marks are visible on the optic. Fold marks can occur if the lens is left in the pause location for longer than one minute. The lens appears to be tilted until flattened with additional instrumentation. We are unable to determine the root cause for the reported complaint "lens did a wheelie and inverts, corneal endothelium scratched with double lines, explant". Based on our observation of the attached video, the plunger does not appear to be fully advanced into the anterior chamber; the groove of the plunger holding the haptic seems to still be in the area of the incision. This would prevent the trailing haptic from releasing from the plunger. Instructions for use (IFU) instructs to advance the plunger by depressing the speed control lever (refer to figure 9). Maintain adequate pressure to ensure the nozzle tip remains in the incision. In addition to this, as the lens begins to unfold, fold marks are visible on the optic. Fold marks can occur if the lens is left in the pause location for longer than one minute. It is unknown for how long the iol was at the pause location before implantation. IFU instructs once the lens is in position at the pause location on the nozzle, the lens should be implanted within 1 minute. Failure to adhere to manufacturer¿s recommendations may result in iol damage. The steps related to device preparation and activation are not demonstrated. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).